Event description:
The pt reportedly experienced a loss of lock between the external equipment and internal device. External equipment wa exchanged; however, the issue was not resolved. The pt's device was explanted.